Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned one (1) used 32g x 4mm bd pen needle. Consumer reported needle blocked. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was bent, however, no evidence of manufacturing defects were observed. The bent npe cannula would be the cause for no flow through the pen needle, hence the customer would think the pen needle was clogged (as reported). As the sample was returned after use, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged. The following information was provided by the initial reporter: "needle blocked."